Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 23 mg/dl. The customer passed out and she was removed from the insulin pump and taken to the hospital. The customer stated that she has a condition called ammonia of the liver; when her liver condition activates her mind becomes confused. The customer stated that morning she was having trouble remembering how to put a vial into the insulin pump and rewind the device. The customer's blood glucose had been fluctuating between going low and high. Troubleshooting was declined for the insulin pump. The patient's blood glucose by the time she arrived to the hospital was 137 mg/dl. No products were returned or replaced.